Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer septal occluder was chosen for a procedure. During procedure, the device was not released with right shape (cobra). A new 26mm amplatzer septal occluder was chosen and completed the procedure.